Event description:
In or around (B)(6) 2005, I began to experience severe depression and mood swings. About this time, I also began to experience dizziness and pulsating sounds in my left ear, which I am still experiencing today. Around 2007, I began to have issues with my vision - dry eyes, severe tearing, redness, as well as severe back pain, pelvic pain, limited mobility, and irregular periods. In (B)(6) 2010, I had two episodes of heavy bleeding, pain, and passage of clots, then my periods continued to be irregular. In (B)(6) 2012, I began to experience leg pain and some hip pain, continued back pain. In (B)(6) 2012, I had my first indication of gallstones and for almost an entire year, I experienced biliary colic, which included severe abdominal pain, nausea, and vomiting. In 2013, my hip pain became so bad, I have not been able to sit or stand for long periods of time. I still experience abdominal, leg, hip, pelvic, and back pain, tingling, vibrations in my feet, severe fatigue, and inflammation. All of these have affected my quality of life as well as my sex life, my personal life (exercising, socializing), and attendance at work.